Event description:
A (B)(6) male with a history of an end-stage cardiomyopathy for which a heartmate ii lvad was implanted in (B)(6) 2014 as destination therapy. Post vad implant course was complicated by multiple tias and vad pump thrombus which necessitated a vad pump exchange on (B)(6) 2015. Patient experienced 3 tias on (B)(6) 2015, and (B)(6) 2016. On (B)(6) 2016, the patient demonstrated evidence of vad pump thrombus at which time he was medically treated with IV anticoagulants with adequate response. Patient was re-admitted on (B)(6) 2016 with stroke symptoms and evidence of vad pump thrombus. The patient had left sided weakness. CT of the head in ER showed no acute changes. Repeat CT of the head this am showed acute right parieto-occipital infarct. During the (B)(6) 2016 admissions, the patient expressed that he does not want further treatment for device thrombus knowing that this will eventually fail and the device will clot off. The patient and family decided to discontinue vad support and allow a natural death.